Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was sitting watching television then started feeling low. Their symptoms included sweating, headache and shakes. The patient checked the cgm and it was over 300 mg/dl but could not confirm the exact number. The patient's sister came to the patient and advised her to take insulin but the patient did not take insulin because she did not feel that she was "high". She checked a finger stick and the reading was 20 mg/dl. Shortly after checking her bg she passed out and her sister called emergency medical technician's. They arrived in less than 15 minutes and treated the patient with what she thinks was 2 packs of trueplus glucose gel. And then was put on IV glucose. They transported the patient to the hospital and the patient was there until 5:30pm. The patient could not recall the treatment that was provided to her at the hospital. After the event, the patient the patient was told that her bg was low, she was dehydrated, had low sodium and also had the flu. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.